Manufacturer narrative:
Concomitant medical products: product ID: 8596sc, serial# (B)(4), implanted: (B)(6) 2009, product type: catheter. Product ID: 8709, serial# (B)(4), implanted: (B)(6) 2006, product type: catheter. (B)(4).

Event description:
Information was received from a consumer regarding a patient receiving intrathecal baclofen, type, dose, and concentration unknown, for intractable spasticity and post spinal cord injury. When the patient's first pump was replaced on (B)(6) 2009 he subsequently experienced overdose and was hospitalized. The dose on the new pump was set to be the same as the prior pump (details not provided). No interventions were mentioned. It was stated that the situation was resolved the patient's medical history included spinal cord injury. Follow-up is being conducted to obtain all information relevant to the event.